Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported during inspection there were green deposits on iui connectors. There was no patient involvement.

Manufacturer narrative:
The device has not been returned to service; therefore customer¿s reported problem cannot be confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. The reported event of deposits on iui connector was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record showed the device had a manufacture date of 10/18/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported during inspection there were green deposits on iui connectors. There was no patient involvement.